Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexplained alarm. The customer's blood glucose reading was in the 20's mg/dl and has had 3 seizures this week. Troubleshooting found that the pump passed the self test. Customer was advised to follow up with their doctor regarding the low blood glucose.